Event description:
Centrimag began alarming "minimum flow not met". On the display screen, liter flow had dashes in place of the flow. First attempted to decrease rpms from 4500 to 3500. With no change in flow, attempted to reposition flow probe. At this time the pump head was making a slightly louder than usual humming noise. Next we noticed the centrimag console was now black, although the separate display screen was still powered on reading 3500 rpms and dashes where flow should be. Then connected a transonic flow meter to our arterial cannula, which was reading around 2.5l. Brought in a new centrimag console, and transferred the old circuit to the new pump head. We turned up our flow on the new centrimag console with no issues. FDA safety report ID# (B)(4).